Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 353 mg/dl. Customer's emergency room visit was due to a skin infection. Customer was not admitted into the hospital. Customer was treated with fluids and anti-biotic. Customer was wearing insulin pump at the time of emergency room visit. Customer reported that prior to emergency room visit, it was noticed that there was puss at site and customer was not able to bring blood glucose down from 400 mg/dl to 600 mg/dl, and healthcare professional advised that customer go to the emergency room. Customer declined troubleshooting for high blood glucose and infection.